Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with intervertebral disc herniation and underwent micro endoscopic discectomy. During the surgery, fixation problem occurred with the flexible arm. A flaw on the thread was found. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis result: visual functional visual and functional analysis did not reveal any damages nor did it indicate any functional issues. After testing the tightening and loosening of the flex arm the instrument would hold its position when tightened. Instrument appears to be capable of performing its intended function. No fault found. If information is provided in the future, a supplemental report will be issued.